Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by the medtronic indicated that the insulin pump had damaged ring. Customer was unsure if the reservoir was able to lock in place or not. The insulin pump will not be returned for analysis.